Event description:
It was reported to boston scientific corp that an ultraflex covered ng esophageal stent was used during the treatment of the esophageal stenosis on (B)(6) 2009. According to the complainant, the lesion was pre-dilated to 14mm. During advancement of the stent system, the physician was unable to cross the lesion since the stenosis was very tight and difficult. The procedure was completed with dilatation of the esophagus. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).